Manufacturer narrative:
Insulin pump error 40 noted in the pump history and critical pump error (open book image) alarm noted during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Moisture damaged found on motor home switch.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had high blood glucose. The customer's blood glucose was unknown. The product was returned for analysis.